Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6 - code b20: the primary reported failure mode of stent graft dislodgement could not be independently confirmed because there were no items returned for evaluation and no images were provided. The cause for the complaint could not be established with the available information. A4: patient weight was requested, but was not made available. B7: patient medical history and medications were requested but not made available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient presented for an aorto-iliac (unilateral) procedure. As reported, the patient¿s anatomy was tortuous, and the iliac branch endoprosthesis (ibe) was unable to track to the external iliac artery. The ibe was withdrawn, and physician chose to implant a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device/stent). An 8fr cordis brite tip sheath was used to advance the 11x79 vbx device. As reported, the vbx stent dislodged from the delivery catheter while it was inside the sheath. The constrained vbx stent was pushed out of the sheath into the aneurysm and remains in the patient. The external iliac artery was coiled, then covered with an aortic iliac component (unspecified brand). The procedure was completed with good outcome with a patent iliac artery. The patient tolerated the procedure.